Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced acute hypotension causing acute mental status changes with a right lateral gaze preference which appeared to be a seizure. However, as the blood pressure normalized, the patient's neurological status resolved. The patient was treated with dilantin and levophed. Three days post procedure, the patient was discharged to home asymptomatic and ambulatory. There as no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension and seizures are known potential adverse effects associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.